Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having issues using the analyzer appropriately and the analyzer would not analyze. The caller requested troubleshooting steps for the programmer. The call taker suggested trying an alternative programmer with the analyser to resolve the issue. The device is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments and upon testing the programmer was able to access the analyzer and interrogate with the provided radio frequency programming head and wirelessly. As a preventative measure the hard drive was reconfigured and the software reloaded and updated. It was noted that the system fan was intermittently noisy and it was replaced. It was further noted that the power cord door had broken tabs and the power cord bay was replaced. The programmer then passed all final functional and system tests.

Event description:
It was further reported that there were no electrograms (egm) on the programmer during lead testing. The programmer and analyzer have been received for repair.